Manufacturer narrative:
UDI: (B)(4). The probe from lot pd6316 was broken approximately 3mm below the 40mm graduation mark. The probe was subsequently submitted for fracture analysis. The probe tip was not returned for analysis. Optical imaging of the fractured tip shows evidence of plastic deformation and a rough appearance across the entire surface indicating that the probe underwent a quasi-static overload failure. No material defects or other abnormalities were observed in this analysis. A supplemental hardness test was performed on the broken probe from lot pd6316: this probe is within of the specified guidelines. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the probe tip breaking cannot be determined from the samples and the information provided. The results of fracture analysis have determined that a probable root cause is a quasi-static overload failure due to unexpectedly high forces placed on the tip. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I don't have much information on how these items were damaged. They are kept in some surgeons extras trays that they use on every case and as I was cleaning these trays yesterday I came across these. I spoke with the surgeon involved and everything was extracted and there weren't any adverse events in terms of the patient thankfully.